Event description:
On 19-apr-2022, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant potassium result of 6.2 mmol/l and bun result of 64 mg/dl on a patient. There was no patient information available at the time of this report. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 14-jun-2022. A review of the device history record confirmed the lot passed finished goods release criteria. Retained cartridge testing for lot h21296 could not be performed as the lot expired on 21-apr-2022 before the investigation was opened on 28-apr-2022. A review of quality records (qrs), stability and finished goods data did not identify any performance issues for the lot. No deficiency has been identified.